Event description:
The following has been reported: nurse reported: when priming the ivenix blood tubing, at the step of using the backprime button on the pump to backprime up into the blood product bag, the pump alarms priming occlusion and with every attempt of troubleshooting being done and there was no way to backprime. Nursing got tubing from a different par room and had absolutely no issues. - patient injury/adverse reaction: no. - stopped active infusion: no. - occurred: before use. - drug used: n/a. - incident type: error / crack/ leak. - action taken: n/a. A preliminary review identified the following issue: unable to prime air from tubing set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Findings: no sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Potential root causes could be related to: kinks located somewhere in the admin set. Blockage / occlusions at connections or ports. Slide clamps being actuated on the tubing. However, without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection related to kinks during the manufacturing process and final physical inspections.